Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the safety mechanism not functioning correctly thus resulting in needle stick injuries with an unspecified bd safety syringe. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown. It was reported that the safety mechanism was not working properly, and sometimes twisting, causing needle sticks.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety mechanism not functioning correctly thus resulting in needle stick injuries with an unspecified bd safety syringe. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the safety mechanism was not working properly, and sometimes twisting, causing needle sticks.